Event description:
Customer called on (B)(6) 2012 reporting that the cartridge chemistry (cc) sample probe was leaking on a unicel dxc 800 synchron system. Customer was wearing personal protective equipment at the time of the event and no injury or exposure was reported. Customer stated that no erroneous results were generated or reported and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and replaced the cc sample probe 3-way shear valve on syringe b drive. Fse also checked all tubing fittings and syringe barrel, bleached the cc sample wash collar and checked the wash collar vacuum valve and found no buildup in the valve. Fse then checked the area under the cc sample probe and it was dry. Fse calibrated the system, ran qc and the results were within specifications. Fse determined the system to be operational and issue was resolved.

Manufacturer narrative:
(B)(4).